Event description:
It was reported that a homechoice (hc) device had a "defect" (not further specified). No information about patient involvement was provided. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of device history indicates manufacture of the device is not related to the reported issue. A review of the event logs revealed the following errors listed in the event log which may indicate, but not verify, the reported problem: system error 2084, 2265; therapy error low drain volume, check patient line, check supply line, refill not finished. A sample evaluation was performed which included visual inspection and function testing. The device met product specification. However, the device was found to be noisy; therefore, the pump was replaced. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no other defects and malfunctions found with the device. A review of the service history revealed that the last device maintenance and calibration prior to the reported event were performed on (B)(4) 2012. Previous service events were not related to reported issue. It was determined that the check lines and bags alarm in the alarm log is most reflective of the reported condition. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.